Event description:
It was reported that from contact that the instrument quit working during the case. No additional information was known. No patient consequence. Case completed with another device of the same product code.